Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel. Dxi 800 access immunoassay system for a single pt. An initial accu tni result of 0.55 ng/ml was reported out of the lab. A fresh sample collected from this pt gave a result of 0.00ng/ml initially and upon repeat. The first sample was then retested and repeated result was 0.00 ng/ml. There has been no report of pt injury, death, or change to treatment received by bci to date.

Manufacturer narrative:
The specimen was collected in a bd, 13x100mm plastic lithium heparin gel tube and was centrifuged on the automation line for 5 minutes. Per customer, the tube was a full draw and no visual fibrin or hemolysis was observed. The sample was not re-centrifuged prior to repeat analysis. Qc was in range prior to and following the event. Based on available info the fse performed a preventive maintenance (pm) and verified the instrument on 05/22/08. The fse was dispatched to the customer's lab on 05/27/08: the fse found coupler to reagent gripper drive gear broken and replaced. The fse ran a diagnostic testing and qc, and all results passed. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.